Event description:
A power-on-reset (por) condition was reported. The patient was not able to adjust stimulation and the patient programmer displayed a "call your doctor" icon. After clearing the por condition with the patient programmer, the patient saw a new icon on her screen. The icon was on the bottom row of the screen between the amplitude and the number she was on. The patient was scheduled to see her physician on the day of report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, explanted. Product typ lead; product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, explanted. Product typ lead; product ID (B)(4), serial# (B)(4). Product typ recharger; product ID (B)(4), serial# (B)(4), product typ programmer. (B)(4).